Event description:
Reportedly, a setscrew issue occurred at ventricular side (the screw was turning freely) when tightening the lead during the implantation of the ICD involved in this MDR report. The device was not implanted and returned for analysis.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the u.s. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym crt model approved under (B) (4). Analysis is pending.